Manufacturer narrative:
Pump passed the displacement test. Unit received compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected alarm error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm and possible under delivery anomalies due to a33 alarm. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and experiencing high blood glucose levels. The customer¿s blood glucose level was 300mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to an MRI. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was assisted with trouble shooting high blood glucose levels. The insulin pump is being replaced and is expected to return for analysis.